Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow up was completed and it was indicated that the physician is aware of the patients lead situation and reprogramming was completed. The patient is being referred to another account for possible lead revision. The lead currently remains in use. No patient complications have been reported as a result of this event.